Event description:
It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilatation procedure on a male pt (pt age unk, however, over 18 years). According to the complainant, the device was inserted through the 2.8mm working channel of the scope and would not inflate upon first attempt to dilate. Add'l info received from the complainant indicates that a pinhole was noted on the balloon. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).